Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and discomfort ("discomfort"). The patient was treated with surgery (on waiting list for hysterectomy). At the time of the report, the pelvic pain and discomfort had not resolved. The reporter considered discomfort and pelvic pain to be related to essure. The reporter commented: patient continued to experience pain and discomfort over the months and years that followed and underwent a number of investigative procedures. In (B)(6) 2019 the claimant was referred to a gynaecologist who raised concerns about the essure devices. She remains on the health service waiting list for a full hysterectomy. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 14.506 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and discomfort ("discomfort"). The patient was treated with surgery (on waiting list for hysterectomy). At the time of the report, none of the events had resolved. The reporter considered discomfort and pelvic pain to be related to essure administration. The reporter commented: patient continued to experience pain and discomfort over the months and years that followed and underwent a number of investigative procedures. In jan-2019 the claimant was referred to a gynaecologist who raised concerns about the essure devices. She remains on the health sefvice waiting list for a full hysterectomy. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 14.506 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 05-jul-2023: no new information added. Update to imdrf codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pain") in a 35 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required) and discomfort ("discomfort"). The patient was treated with surgery (on waiting list for hysterectomy). At the time of the report, none of the events had resolved. The reporter considered discomfort and pelvic pain to be related to essure administration. The reporter commented: patient continued to experience pain and discomfort over the months and years that followed and underwent a number of investigative procedures. In (B)(6) 2019 the claimant was referred to a gynaecologist who raised concerns about the essure devices. She remains on the health service waiting list for a full hysterectomy. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jul-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.